Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unk. It was reported that the pt had history of; hypertension, renal artery stenosis, coronary artery disease. It was reported that 18 months post implant the pt had a normal CT scan. The pt developed abdominal pain at 28 months post implant. An angiogram demonstrated at type I endoleak with distal migration of the proximal stent graft. It was reported at this time the pt's iliac and aortic arteries were moderately angulated. It was reported that the migration was due to disease progression, dilation of the aortic neck and the severe angulation of the aortic neck. The physician implanted an aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.